Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: evaluation revealed that the keypad was intact but the keypad symbols were worn. Evaluation revealed that the buttons responded appropriately. Evaluation revealed contamination under all key contacts. The bolus button was detached and debris was observed on internal components. Unrelated to the complaint, the lens was scratched. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that there was contamination under all buttons. This report is made based on results of investigation completed on (B)(4) 2013.